Event description:
It was reported that air bubbles were observed within the cartridge tubing. Reportedly, the customer disconnected at the t: lock, loaded the cartridge with cold insulin, and did not perform the air removal steps during the load sequence. Tandem technical support educated the customer on cartridge labeling and the proper steps of the load sequence. Customer performed a supply change to address the issue. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Per tandem user guide: the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.